Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, atrial fibrillation, peripheral artery disease, and prior heart failure, coronary artery disease, and myocardial infarction. Complications reported included death, stroke, myocardial infarction, cardiac arrest, shock, heart failure, bleeding, endocarditis, sepsis. Surgical intervention, unexpected medical intervention (blood transfusion), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: long-term causes of death in patients who underwent mitral transcatheter edge-to-edge repair. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "long-term causes of death in patients who underwent mitral transcatheter edge-to-edge repair", was reviewed. This research article is a retrospective single-center experience to evaluate the long-term causes of death following mitral transcatheter edge-to-edge repair (m-teer), compare the characteristics of survivors versus non-survivors, and identify predictors of long-term mortality. The devices included in this study were mitraclip nt/ntr/xtw. The article concluded that after a technically successful m-teer with mitraclip, the cardiovascular mortality remains high and predominant over non-cardiac mortality. Pre-existing cardiac conditions and comorbidities play a major role in the mortality risk. [The primary and corresponding author was luca testa, department of clinical and interventional cardiology, irccs policlinico san donato, san donato milanese, milan, italy, with corresponding e-mail: luctes@gmail.com.]. This study included patients who underwent m-teer using the mitraclip for moderate-severe or severe mitral regurgitation (mr) from 01 february 2016 to 30 june 2020. A total of 218 patients were included in the study, of which all received an abbott device. The average age was 79 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, atrial fibrillation, peripheral artery disease, and prior heart failure, coronary artery disease, and myocardial infarction.